Event description:
The customer reported that while running an hcv assay, the sample handler, s/n 2356, misread a sample barcode. The label was read as "080fg04387" instead of "020gs04387". No error message was generated. No death or serious injury was associated with this event.